Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: april 24, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: the lens was inspected under magnification. The lens was received coated in viscoelastic residue. The lens was cleaned and presented with no issues. Further measurement confirmed the diopter size of the lens as the lens was measured at 22.03 diopter. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation and no issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained of blurry vision and diplopia one day after the preloaded intraocular lens (iol) was implanted, and the symptoms persisted. There was no change after the visual acuity was corrected. The pre-operative visual acuity was 0.8. On (B)(6), one day post-operation the patient's visual acuity was 0.3. On (B)(6), the patient was examined and there were no concerns. The patient visual acuity was 0.4. On (B)(6), the patient was examined again and presented with a visual acuity of 0.5 and slightly hypermetropic. Through follow-up, we learned that the keratology data indicated that the patient values were s 0.75d c -1.25d (preoperative ref target was -0.4 d). The astigmatism presented a normal shape and the optical coherence tomography (oct) findings showed no retinal or macular disease. The lens was explanted on (B)(6) and during the procedure, the eye incision was enlarged and sutures were applied. The patient's corrected visual acuity was 0.2 to 0.4 after the initial iol implantation and the patient's corrected visual acuity was 0.5 after the replacement lens was implanted. After the replacement surgery, the patient's visual acuity has not fully improved due the edema. However, the patient reported that the symptoms have transformed from distressing double vision and difficulty seeing clearly to having clear vision. No further information was provided.

Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - impact code: 4625: sutures and incision enlarged. Section h6 -health effect - clinical code: 4581: incision enlarged an attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: device evaluation: further measurement of the complaint lens revealed a 22.03 diopter, which aligns with the 22.0 diopter size provided on the intraocular lens (iol) label. The measured optic central thickness and the shape of the lens were also within product specification. The complaint lens complied with the geometrical and optical aspects and behavior of a tecnis eyhance iol. No issues that could cause or contribute to the complaint issues reported were identified, and no other issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.